Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Testing of the device found no issue with the keypad. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a middle roll on the keypad 4,5 and 6 did not work at all. There was no known patient injury or medical intervention associated with this event. No additional information is available.